Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient reported today that their stomach was in distress due to stim. They said their bowel movements had changed since the stimulator was implanted. The rep did some programming and stim was a little in their stomach when they get it to their back. They programmed out of the stomach but stim did not have as good of coverage when out of stomach. The patient would try this new programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were notified the day of the revision that it would take place. The patient stated that the cause of stimulation in feet and legs was because of lead placement, original lead placement was for legs/feet. The leg stimulation is less and more in his back now that he has a paddle lead at a higher level implanted. The patient's weight was not made available. The lead was discarded by the facility. Information was confirmed with an md.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2024-01-04 explanted: product type lead product ID 977a260 lot# serial# va2uz44037 implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# va2uz44038 implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 97745 lot# serial# nld076038n implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The representative spoke to the patient and they had the stimulator removed and their stomach issues were still present. The patient was going to a specialist for their stomach problems. The patient stated it may have been a little better since stim was removed but was still having issues.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 97745 serial# (B)(6) product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 27-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. Patient reports stim only in legs and not getting his back. He says that during the trial he only felt stim in back not legs. The issue is ongoing. Additional information was received from a manufacturer representative (rep). The rep reported that patient now reporting digestive issues and says it happens with stim on or off. Md notified. 2024-may-14 (B)(4) (con, rep): additional information was received from the patient and a manufacturer representative (rep). The reason for call was patient reported the implant was replaced because it shot electrical signals down their left leg and bottom of their foot instead of their lower back. The issue began several months ago or they noticed immediately when they got out of recovery. Patient's old implant was removed and was reimplanted on (B)(6) 2024. Patient did not have any details of the new implant but was told to keep their old controller. Representative advised patient to call patient services for replacement equipment. Patient was escalated because they were in extreme pain and could not get the controller to work with the new implant. Agent reviewed information and redirected patient to their hcp to address the issue. Agent provided nas phone number and also emailed representatives for visibility. The rep said the patient got a lead replacement, not implant. Ts recommend that rep un-bond and re-bond the controller to see that will resolve connection issue. Rep said patient can connect with the recharger but not with just the controller. The rep called back stating that pt's controller will not communicate with the ins without the recharger (rtm) connected. Caller stated they attempted to have pt disable/re-enable their ins with their controller but pt was unable to do so. Caller also stated that pt was unable to meet with pt because pt does not have a car. Caller requested a replacement controller.

Event description:
Additional information was received, from a manufacturer representative (rep). It was reported, that the revision surgery took place on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.